Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative tightened a loose collimator plug pin. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the collimator was not working. No patient injury was reported.